Event description:
Customer reportedly received result of lo (less then 10 mg/dl) on the active s system. Customer ate dinner and re-tested 10 minutes later with result of 155 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.